Event description:
It was reported that gradually increasing out of range shock impedances were noted on this right ventricular (rv) lead. The impedances gradually increased from 100 ohms to 125 ohms. Technical services (ts) recommended troubleshooting recommendations. This rv lead remains in-service at this time. No adverse patient effects were reported. Additional information was received. Defibrillation threshold (dft) testing was performed successfully with a 1.1 j and 41 j shock. All measurements were within range. No additional adverse patient effects were reported.

Event description:
It was reported that gradually increasing out of range shock impedances were noted on this right ventricular (rv) lead. The impedances gradually increased from 100 ohms to 125 ohms. Technical services (ts) recommended troubleshooting recommendations. This rv lead remains in-service at this time. No adverse patient effects were reported.